Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and went to the emergency room (ER). The customer also had ketones, but it was not identified as life threatening by the healthcare provider. At the ER, the customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer. Customer was released from the ER on (B)(6) 2025 and continued using the pump for insulin therapy.